Event description:
The complainant reported that a vaxcel pasv PICC was implanted in a male patient in 2007. On approx three months later, it was found that the device had developed a crack located distal to the suture wing and which resulted in a leak. The complainant reported that the device was successfully replaced and that there were no adverse affects to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation, as it was discarded after explant; consequently, a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if the met specification and unable to definitively determine a root cause for this incident. In lieu of a reported lot number, a ship history report (shr) was generated for the catalog number of the device reported to have been used in this event. This was performed in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Only one lot of this catalog number was identified as being shipped to this customer in the six months prior to the procedure date. The lot number obtained was 1084191. The device history records for the lot obtained through the ship history report (1084191) were reviewed. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The complaint report for the month of july 2007 was reviewed for the silicone pasv PICC product family. No adverse trends were detected for "catheter fractured' or "leakage" for the last 15 months. At this time, we are unable to determine the relationship between the device and the cause for this event.